Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. The device history record was unable to be reviewed for this device since the lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the error code e102 and outgassing occurred due to the effects of long-term storage and use of the lamp. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to an olympus repair center for evaluation and inspection, and the customer's reported problem has been confirmed, with an e102 error message. The serial number and manufacturing date remain unavailable. This investigation is ongoing, and additional information regarding this event will be requested. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The end user facility contacted olympus to report that their xenon lamp is out of gas at 200 hours of use. A previous report for this device can be referenced with patient identifier (B)(6). No patient or user harm has been reported.